Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, her blood glucose was 600 mg/dl. She changed the infusion set and reservoir, and she had to insert manual. Customer states she is not feeling well and blood glucose was 512 mg/dl. During troubleshooting customer decided to go to the emergency room for treatment for her high blood glucose. Customer didn't have an extra infusion set. Customer's blood glucose went up to 600 mg/dl. Customer was unable to verify the device information as she was in a rush to go the emergency room. She is not returning the insulin pump for analysis.